Event description:
Anastomosis was at 15cm. Case was a sigmoid colectomy. Pt presented with abdominal pain morning of post operative day 5 in 2008. Pt taken back to surgery on afternoon the same day. A small pinhole leak was observed at the anterior lateral area. The surgical decision was made to redo the anastomosis at that time using traditional method eea. The pt is doing well at this time.